Manufacturer narrative:
The manufacturer previously reported a ventilator's display screen failed intermittently. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The display was unable to be viewed. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display screen failed intermittently. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.